Event description:
It was reported that during a biliary stenting procedure, the nose cone of the delivery catheter detached inside the patient. The delivery catheter was advanced over a guide wire and the stent was partially opened. The physician re-sheathed the placehit wallstent to reposition the stent and saw that the nose cone had detached from the delivery system. The nose cone came off of the guide wire and was left in the patient. The physician deployed the wallstent and removed the delivery system. The physician felt that the nose cone would eventually be passed with no anticipated risk to the patient. There were no further reported complications and the patient was reported to be stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. A visual examination of the returned device found that the tip had detached from the inner. A microscopic examination found evidence of glue on the distal end of the inner. It was also noted that the stent had been deployed and the outer sheath was fully retracted. The shaft was kinked at 247mm, 295mm and 335mm distal to the valve body. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.